Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: s g-64, serial/lot #: (B)(4), ubd: 06-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used as an accessory device with an endurant iis stent graft system which was implanted in the patient for an unknown size abdominal aortic aneurysm. The endoanchors were implanted for prevention of neck dilation. It was reported the patient presented with post-op fever the following day. The patient was treated with medication and required an additional day¿s stay in hospital post-index procedure. The patient was discharged and the event was reported to be resolved. The event was assessed as probably related to the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.